Event description:
Related manufacturer reference number: 2017865-2022-45365. It was reported that the patient presented for a routine generator change. It was noted that the right atrial (ra) lead exhibited high capture threshold. During the procedure, the ra lead was unable to be removed from the old pacemaker as the torque screw did not engage in the screw and did not rotate. The lead was capped on (B)(6) 2022 and the pacemaker was replaced. The patient was stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received a partial lead connector portion was returned in one piece. Visual and x-ray examination did not find any anomalies on the portion of lead with the exception of damage consistent with that occurring at the time of the procedure. Electrical test was normal with no anomalies found.